Event description:
Caller alleged discrepant precision inratio2 inr results. Results are as follows. Date: (B)(6) 2013, inratio2 inr : 2.0, 1.1 and 1.9. The time between testing was all within five (5) to six (6) minutes. Reportedly, multiple finger sticks were performed on the same finger, the finger was "milked" after the finger stick and multiple drops of blood was added to the sample well. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.